Manufacturer narrative:
Patient information is unknown. Additional procode: lod. Device malfunctioned intra-operatively and was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the vertecem ii cement mixture malfunctioned during a kyphoplasty procedure on (B)(6) 2018. The cement did not mix properly and the entire cement mixer broke off the blue handle after the first pump of mixing. All of the cement and liquid went all over the syringes as well as the mixture. A new kit was used to complete the procedure. The procedure was successfully completed, with no surgical delay. There are no reported patient consequences. This report is for a vertecem ii mixing kit-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ethnicity is unknown. Part: 08.702.017s; lot: 7e60100; manufacturing location: (B)(4); supplier: (B)(4); release to warehouse date: september 13, 2017; expiry date: november 30, 2018; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The following investigation was performed: device interaction/functional the returned mixing kit was confirmed to have hardened cement throughout the internal and external surfaces of the device. The blue plunger/handle component was not attached to the white tube which agrees with the complaint condition. The complaint is confirmed. No other visual anomalies were noted. Some of the cement was able to be cleared from the white tube and the device was able to be re-assembled. The blue plunger/handle was able to attach securely to the white tube and was able to translate within the tube. Because not all of the cement could be removed from the tube, and new cement was not available for testing, a full functional test could not be completed. The complaint was unable to be replicated. Drawings were reviewed during investigation. The outer diameter of the white/clear tube component was measured to be 33.43mm which is within the specification of 33.4 +/- 0.1. Measured using ca99p. The inner diameter of the latches on the blue plunger was measured to be 33.42mm which is within the specification of 33.5 +/- 0.1. Measured using ca99p. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Corrected data: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: vertecem v+ syringe kit ( part number 03.702.215s, lot number 7102667, quantity unknown).